Event description:
(B)(4). Same case as 2134265-2011-05708. It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest discomfort. The lesion being treated was located in the proximal left anterior descending artery. The lesion was 2.4 mm long with a 2.80 mm diameter and 57% stenosed. The physician pre-dilated the lesion with a 2.5x15 mm balloon to 20atm. The physician implanted a 2.5x20mm and 3.0x12mm taxus express2 stents. Post-dilatation was performed with 2.5x15mm balloon to 20atm. Ivus was performed and it was confirmed that stent was implanted well. Residual stenosis was 0% and there was no gap between two stents. In (B)(6) 2010, the patient experienced chest discomfort, was hospitalized and underwent aortic valve replacement and bypass graft surgery on january 5, 2011. The patient was discharged on aspirin and panaldine. At the 3 year follow-up, no angina was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure the target lesion was a de-novo lesion with a length of 22.4 mm not 2.4mm as previously reported. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications on epadel, panaldine and bayaspirin. At the time of the event ischemic symptom (stable angina pectoris) was confirmed. The patient was administered cefazolin sodium, vancomycin, precedex, omepral, 5% glucose solution kit.